Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that predilatation in the distal posterior descending coronary/right coronary artery was performed with multiple trek balloon dilatation catheters, followed by predilatation with an nc trek. The 3.0x23 mm xience sierra stent was then attempted to advance to the target lesion, but was unable to cross the lesion due to the anatomy. Additional ballooning was performed and a non-abbott stent (synergy) was attempted to be advanced to the target lesion, but was unable to cross the lesion due to the anatomy. Additional ballooning was performed again. The same 3.0x23 mm xience sierra stent was attempted to advance again, but was still unable to cross the lesion due to the anatomy. At this time, a dissection was noted in the target lesion. The patient was taken to surgery to treat the dissection. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 for reinsertion. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of a dissection is listed in the xience sierra, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only and should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event the investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.